Manufacturer narrative:
Continuation of medical products. Model: ddbb1d4, ICD; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased with a suspected cause of death as ventricular arrhythmia with congestive heart failure (chf). A healthcare professional (hcp) at the patients clinic phoned into tech services for a review of a remote transmission to assure appropriate lead function. The transmission indicated the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Presenting rhythm at the time of transmission appeared unstable and disseminating, but not within the programmed ventricular fibrillation (vf) detection rate criteria of the implantable cardioverter defibrillator (ICD). Tech services instructed the caller to hang up and call paramedics. When called back the hcp stated the paramedics had gained entrance to the residence and the patient was found deceased. Hcp had inquired about "why no more shocks?" From the ICD. It was explained the possibility of electrolyte issue / metabolic effects on ventricular arrhythmias and the device's ability to detect and treat. The device had a vf zone programmed at 200 bpm and no ventricular tachycardia (vt) zone. Lia triggered for oversensing during arrhythmia, but lead has been stable. Undersensing and oversensing were seen during the arrhythmic episode.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.